Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication application was not launched and timeout was detected. A technical support specialist (tss) dial into and logged into the station as carefusion admin and confirmed the data synchronization service was not running. Verified in sql server management studio that the database was in suspect mode and reviewed the data synchronization debug logs with no retry events found. Attempted recovery steps as per the relevant knowledge article - how-to ¿ recover / repair a corrupted dsclientoltp database, proper datasync procedure & how to place new db in es station and drop failed for database "dsclientoltp" but was unable to scan, back up, or drop the database due to access issues. Stopped the structured query language server service, relocated the database files from the original directory to a temporary location, and restarted the service, after which the database status changed to recovery pending. Successfully deleted the database, created a new one, and completed a full synchronization. Verified on the application server that synchronization timestamps were current. Contacted customer, who confirmed station functionality was normal and approved case closure, after which the case was marked complete. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, med application was not launching. On screen notice showed that object reference not set to an object reference. A timeout was detected by underlying data source, the operation was aborted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.